Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5x15mm nc trek dilatation catheter advanced without resistance to the previously implanted stent, located in the mid right coronary artery (rca) total occlusion lesion. 2 inflations were attempted at 10 atmospheres (atm) without success. The balloon had failed to inflate. The device was removed from the patients anatomy. Once outside the anatomy, balloon inflation was successful at 15 atms. The device was set aside for return. Another nc trek was used in replacement without issue. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks or other damage. Do not use any defective equipment. Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: during device preparation, resistance was encountered while removing the protective sheath. Following, a tear at a stretched portion of the outer member at the proximal seal was noted by the account.